Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 322 (link switch error (low)) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'reoccurring link switch error 322' was reproduced. A review of the event history log (ehl) revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the lower link switch not functioning properly. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.